Manufacturer narrative:
(B)(6). (B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the push catheter was kinked and buckled; also, the guide catheter was buckled. The push catheter suture hole was torn; the stent bent and the barb was torn. Additionally, the non bsc guidewire was found stuck in the stent. No other issues with the device were noted. The reported event was confirmed. Based on the damage observed to the flexima device it is possible that the factors encountered during the procedure while advancing, the technique used, the patient anatomy or the interaction with the scope and with the non bsc guidewire could have contributed to the damage of the guidewire and the device, leading to the stent being unable to be deployed. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that a flexima plus biliary stent was used in a procedure in the bile duct performed on (B)(6) 2020. During the procedure, after crushing the bile duct stone with a basket, the physician had difficulty placing the stent along with the guidewire. The stent was difficult to remove as it was stuck on the guidewire. The physician grabbed another flexima plus biliary stent but it could not be placed. Thus, the guidewire and stent were removed from the patient together. The non bsc guidewire was found to be damaged. The procedure was successfully completed with a different model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problem". Investigation results revealed that the stent barb was torn; therefore, this event has been deemed an MDR reportable event.